Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
The patient had two leads from the same lot for off-label use via the occipital region. It was reported the patient stopped receiving effective stimulation. X-rays were taken and showed the occipital leads had migrated. As a result, the patient's occipital leads were explanted and replaced. During the procedure, the doctor electively explanted the patient's supra-orbital leads as well. Postoperatively the patient received effective therapy. The issue has been resolved by surgical intervention.